Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim / gastrointestinal/ pelvic floor it was reported that the patient mentioned that their last ins had been taken out because they thought they never had to have a new ins, and they had the same issue once with the old implant when they had a "certain type of car.". The patient stated that they had neuropathy in their feet, and when they were standing near the refrigerator, they had a tingle in their feet, and their chest started tightening. The patient also stated that they can't go near the refrigerator and the ins is pinching them see related pe (B)(4)/ emi see general text for rule out of neuropathy.